Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was listed in the field safety notice, which was issued in october 2005, related to metal migration on symphony/rhapsody devices (group no.1 of the exposed population). The analysis is pending.

Event description:
The device involved in this MDR report was explanted, because it could not be interrogated; in addition, no magnet response was observed. This device was listed in the field safety notice issued in october 2005 (group no.1). This was recorded under recall in the united states.